Event description:
Additional information was provided which reported that troubleshooting was performed and nothing was noted. No actions were being taken and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. Other lead measurements were good. No adverse patient effects were reported. The lead remains in service.